Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that 10 minutes into an infusion in the msicu the nurse was changing the tubing and it separated from the drip chamber. The infusion was immediately paused, and both the tubing and PICC port were clamped. The tubing was replaced, and there was no air introduced to the patient as a result of this event. Although requested, there are no further details for this event.

Manufacturer narrative:
Concomitant medial products - one used concomitant 250ml baxter bag din 00060208 lot w8f25c1 exp sep19 nacl 0.9%. The customer¿s report that the tubing separated from the drip chamber was confirmed. A separation at the engagement between the tubing and drip chamber was found during inspection. Microscopic examination of the engagement was performed; an insufficient amount of solvent at the end of the tubing was detected. Dimensional analysis was performed; the tubing was within specification. Functional testing was not performed because of the separation. The root cause tubing separation was a manufacturing issue related to insufficient solvent being applied at the component engagement.

Event description:
The customer reported that 10 minutes into an infusion of 250ml nacl 0.9% in the msicu the nurse was changing the tubing and it separated from the drip chamber. The infusion was immediately paused, and both the tubing and PICC port were clamped. The tubing was replaced, and there was no air introduced to the patient as a result of this event. Although requested, there are no further details for this event.